Event description:
It was reported by the hospital that the patient underwent a hip replacement on an unknown date. Subsequently a revision procedure was performed on (B)(6), 2014 due to a femur neck fracture. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Visual examination of the head revealed evidence of scratching and wear. Examination of radiographic images received show possible radiolucencies adjacent to the fracture. It is possible that this occurred as a result of the displacement of the femoral stem after fracture or as a result of bone resorption in this area prior to fracture. Since the fracture occurred 6 years after the initial implantation, it would suggest that either a traumatic event or patient degenerative bone condition may have resulted in the fracture.